Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely be a malfunction of the cooling fan. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that temperature abnormality error e101 was displayed with use of light source. The issue occurred during unknown procedure. The intended procedure was completed with the same device, with no delay. There was no patient harm associated with the event. The customer reported the event occurred in (B)(6) 2023. Refer to related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to fan operation failure on the lamp side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.